Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer's wife is calling to allege that the pump's buttons are non-functional. No adverse event reported. A request was made for the return of the device.